Manufacturer narrative:
Following investigation for this complaint it was deemed that the event which was initially reported under MDR 1020279-2016-00681 did not occur. The event which did occur on (B)(6) 2014 was an office consultation where it was agreed for surgery to take place on later stage. Considering that surgeries itself have been reported via emdrs, we consider this office visit not to be an MDR reportable event. Surgeries which took place following this office visit have been reported in mdrs 0279-2016-00683, 1020279-2016-00682.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent surgery for severe pain and discomfort. No components were revised or removed.

Manufacturer narrative:
The associated devices were not returned for evaluation. The provided clinical reports indicated there was no infection, as evidenced by the samples sent to pathology during the 1st and 2nd stage revision; therefore the alleged severe infection cannot be supported. The pathology of synovectomy tissue showed ¿black pigmented foreign body material¿ which is consistent with metal on metal (mom) wear, however the root cause of the pe insert displacement and mom contact between the femoral condyles and the tibial baseplate cannot be confirmed. Per review of provided information, it is possible that a combination of the patient¿s comorbid conditions, early overloading of r knee in the post-op phase, possible prosthesis wear and/or dislocation, and the reported neoplasm/heterotopic bone formation contributed to the reported events of the displaced pe insert and associated metal on metal wear, fibrosis and pain. The patient was discharged to a snf to continue pt/ot rehabilitation and later experienced complications with the competitor tka components including a ¿broke prosthetic joint implant¿, fb granuloma and chronic infections per provided documentation. No further medical assessment can be provided at this time. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All devices were sterilized according to quality documentation. A review of complaint history revealed that we have not had any previous complaints for the listed batches, other than the complaints associated with this patient. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
The associated devices were not returned for evaluation. The provided clinical reports indicated there was no infection, as evidenced by the samples sent to pathology during the 1st and 2nd stage revision; therefore the alleged severe infection cannot be supported. The pathology of synovectomy tissue showed ¿black pigmented foreign body material¿ which is consistent with metal on metal (mom) wear, however the root cause of the pe insert displacement and mom contact between the femoral condyles and the tibial baseplate cannot be confirmed. Per review of provided information, it is possible that a combination of the patient¿s comorbid conditions, early overloading of r knee in the post-op phase, possible prosthesis wear and/or dislocation, and the reported neoplasm/heterotopic bone formation contributed to the reported events of the displaced pe insert and associated metal on metal wear, fibrosis and pain. The patient was discharged to a snf to continue pt/ot rehabilitation and later experienced complications with the competitor tka components including a ¿broke prosthetic joint implant¿, fb granuloma and chronic infections per provided documentation. No further medical assessment can be provided at this time. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All devices were sterilized according to quality documentation. A review of complaint history revealed that we have not had any previous complaints for the listed batches, other than the complaints associated with this patient. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.